Event description:
Reporter states, "the large condylar tibial insert, did not lock anteriorly. The surgeon selected a a/p lipped insert, which locked in securely." There was adverse consequence to the pt or delay in surgical or anesthesia time due to this event.

Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that this event is not device related but is associated with intra-operative procedures. A DHR review for this lot of inserts found no discrepancies during manufacture.